Event description:
It was reported that device could not be recaptured. A left atrial appendage (laa) closure procedure was being performed. An attempt was made to implant a 33mm watchman flx laa closure device, however when attempting to recapture, the physician encountered difficulty and the closure device could not be recaptured. The delivery system was separated from the access system and then the closure device was able to be fully recaptured. The devices were removed from the patient and upon analysis, the staff discovered that part of the metal skeleton of the closure device did not recapture into the delivery system. Additionally, the metal skeleton of the closure device was damaged. The procedure was aborted with plans to re-attempt implant at a future date. The patient remained stable and has been discharged.